Event description:
It was reported by service report that the top left side rail would not lock in place. The customer could not determine whether there was pt involvement, however no adverse consequences are reported.